Event description:
It was reported the camera head plug was cracked. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked connector due to a fracture problem found and noise showing on image due to faulty charge-coupled device were found. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.